Event description:
Patient had a penile implant (ipp) implanted over 12 years ago. Recent medical history shows recurrent urinary tract infection (uti). Urology consult found an erosion of the left cylinder through the urethral meatus. No other disfunction of the device is mentioned in the limited documentation in his electronic medical record.